Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01608. Results: there was no damage to the exterior of the device and blood was clotted throughout the tubing. Conclusions: evaluation of the returned lightning was unable to confirm the reported system error. The lightning was able to be powered on and aspirate without issue. During functional testing for audio and visual cues the device functioned as intended and did not display a solid red-light system error. The root cause of the reported event was unable to be determined. Penumbra lightning aspiration tubing is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using a lightning aspiration tubing (lightning). During the procedure, after using the lightning tubing for five minutes, the indicator light on the lightning unit turned from green to solid red. It was reported that the lightning tubing was not clogged. The physician unplugged the lightning tubing several times, but the issue did not resolve. Therefore, the lightning was removed. The procedure was completed using another lightning. There was no report of an adverse effect to the patient.